Manufacturer narrative:
(B)(4): actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs and missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the white piece at the distal tip fell off. The tip fell into the patient and was retrieved. The procedure was completed with a like device. There were no adverse patient consequences reported.